Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) regarding a patient receiving hydromorphone (30.0 mg/ml, 2.998 mg/day) and bupivacaine (7.5 mg/ml, 0.7494 mg/day) via an implantable pump for spinal pain. It was reported that the patient's pump had volume discrepancies noted at the last two refills of approximately 3 cc each time. The patient indicated that starting about 1 month ago, they had noted an increase in pain. Flow study was attempted by the hcp and they were unable to aspirate cerebrospinal fluid (csf). A kinked catheter was diagnosed. A small incision was made directly over the spine at the catheter insertion site and the healthcare professional (hcp) noted that the catheter had backed out of the intrathecal space and had a tight kink distal to the anchor. The catheter was gently pushed back fully into the intrathecal space and the leading tip of the anchor was placed into the facia and sutured securely in place. The site was cleansed and closed and the patient went to recovery in good shape. The patient was discharged soon after without complaints. The patient's status was listed as alive - with injury which was specified as post-surgical incision. The event was resolved at the time of this report. The event date was noted as "(B)(6) 2018".